Event description:
After cataract surgery, pt was reported to see "red spots" in front of her eyes on 6/27/95. By 6/29/95, the pt was reported to be fine by her surgeon. On 7/14/95, she was still reported to be fine.